Event description:
A patient was being x-rayed for potential fracture of facial bones, when a piece of equipment fell from the overhead tube and landed next to the patient's head on the table. The patient was unharmed. The piece of equipment was removed and the exam continued.